Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5112264/5117100.

Event description:
It was reported that the patient experienced frequent and extended ipg charging. The lead had migrated as well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were discarded and will not be returned per hospital policy.